Event description:
The customer reported spco is out of tolerance. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. No issues related to measurement accuracy were identified during testing. The sensor was determined to be fully functional., corrected data: h4 device manufacutre date: was corrected from (B)(6) 2015 to (B)(6) 2015.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported spco is out of tolerance. No patient impact or consequences were reported.